Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead arrived at the clinic for routine follow up. The rv sensing and impedances were normal, but the lead failed to capture. It was attempted to reposition the lead, but they were still unable to gain capture. The lead was surgically abandoned, and a new rv lead successfully placed. No additional adverse patient effects were reported.